Event description:
It was reported that the user received an insulin set expired alert and, during a supply change using a prefilled cartridge and new connector, experienced difficulty attaching the infusion set connector to the pump, noted possible chipping that resembled glass, and was unable to complete the connection despite guided troubleshooting and education. Symptoms included no reported adverse clinical effects. Outcomes included the user discontinuing pump therapy and initiating backup therapy until in-person assistance with a healthcare provider. Investigation included guided troubleshooting and user education conducted remotely. Investigation of this case revealed the infusion set connector was not attached correctly due to handling and dexterity challenges. It was concluded that the device function could not be confirmed at the time of the call and user technique was a contributing factor. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.